Manufacturer narrative:
This device has been received and evaluated by the manufacturer. As received, the array was extended and could not be retracted. The insulation was also found to be moved distally from the handle. The handle was opened up to evaluate where the flared end of the cannula had been placed. The flared end of the cannula was found to be approximately 2.0 millimeters proximal to the flare seat in the handle. The flared end of the cannula was found to be approximately 1 millimeter distal to the distal end of the plunger. The customer complaint was confirmed. The most probable root cause appears that the flare on the proximal end on the electrode cannula was moved proximally and distally due to the excess force applied to the device during use. A CAPA has been initiated to address this failure mode. A device history report revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints against lot number 9488649. The july 2007 15-month rf probes trend report, for this failure mode was reviewed and no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
In 2007, it was reported to boston scientific corporation that while employing a leveen needle electrode during a therapeutic radio frequency ablation (rfa) procedure in a patient (age unknown), the physician encountered difficulty retracting the tines. The rfa procedure was performed with CT scan. The ablation was performed three times on the lesion of the liver (s5) with minimal movement in the ablation position. During each time, the tines were all opened and roll off was confirmed. While attempting to retract the tines, it was noted under CT scan that all of the tines did not retract properly into the cannula. On a week later, follow up information revealed that after the third ablation, the physician was unable to retract the tines at all. The device was removed from the patient with the tines fully deployed. The procedure was completed with the defective device. There were no patient complications reported as a result of this event.